Event description:
The usual preparation and measuring of femoral and tibial in the right knee, however, when placing the tibial component it basically fell into the hole with essentially no purchase on surrounding bone. First time use of vanguard system which was supposed to interchange with maxim style trays. Aborted this process, increased tourniquet time passed and went to the left. Did same procedure using maxim tray which fit. Tried vanguard and it was again too loose. Fit size is different. Closed after completing and back to right. Made same additional repairs to make for a better fit. Informed by rep (present) tibial components not interchangeable. Called engineer at biomet-knee unchanged. Exchanged to vanguard on right.